Event description:
Customer reportedly received results of 62 mg/dl and 288 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Customer also reporting an error message not related to the malfunction. Customer reports occasionally getting an error after dosing. Requested return of suspect device and replacement was sent.